Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the secondary tubing came apart at the drip chamber while infusing IV antibody therapy rituximab. It was observed that the spill only got onto the nurse's clothing and shoes. The event had no impact to the patient.